Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. The patient presented remotely via merlin.net. Review of transmissions revealed that there was an episode of ventricular fibrillation. It was noted that the implantable cardioverter defibrillator and right ventricular lead exhibited some undersensing due to small ventricular fibrillation waves. A freeze capture showed that there was no ventricular capture and it was suspected that the patient had passed away. The patient was later found deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was advanced heart failure.